Manufacturer narrative:
H11. D10. Concomitants - product information: (B)(6) - 02-012-65-3017 - tru cc tib insert size 3, 17mm pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak logic device on the right knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: joint pain, joint swelling and stiffness. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H6: component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this tibial insert is not recalled as it was not packaged in a non-conforming vacuum bag.